Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the patient presented with a vvi back-up message. A software download was successful. The device was pre- viously in back-up operation in december 2004 and was re- stored at that time with a download. The device was sub- sequently replaced.